Event description:
Hemolysis and near pump thrombosis. The inflow abuts the lateral wall and suggested a mechanical component to this. This, coupled with his recent general surgery, may have prompted worsening of his previous hemolysis and thrombosis.